Manufacturer narrative:
Concomitant medical products: (B)(4), transcatheter valve, implanted: (B)(6) 2012; (B)(4), transcatheter valve, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing and no atrial markers were observed on the electrogram. Reprogramming was planned and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.